Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
During a follow-up, no capture was noted on the left ventricular lead and dislodgement of the lead was revealed. The lead was capped and replaced. The patient was stable.